Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative (rep) reporting that the tablet was in the clinic and the company rep would not be returning. The rep reported that the event was resolved and that the patient was doing fine.

Event description:
Information was received from the healthcare provider via the manufacturer representative regarding a patient receiving unknown bacl ofen (500mcg/ml at 50mcg/day) via an implantable pump. The indication for use was intractable spasticity. It was reported that the manufacturer representative (rep) stated that the patient got a new pump and catheter implanted (B)(6) 2023. Last week, on monday, the pump was filled with drug for the first time. The rep stated that the healthcare provider (hcp) programmed a bridge bolus instead of a priming bolus and this bridge was to run for 269.7hrs. The rep stated that the patient was back at the clinic now because they were having increased spasms and they realized the error in programming. The rep stated that there is 103 hours left of the bridge. The manufacturer's technical services specialist (tss) discussed calculating the volume infused and recalculate for a priming bolus as needed. The volume delivered was 0.333ml and the total tubing volume (ttv) for the priming bolus was 0.391ml, so 0.058ml was left to prime. Tss discussed monitoring the patient just as it would happen if this were being done in the hospital.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.